Event description:
On (B)(6) 2017 the lay user/patient contacted lifescan (lfs) (B)(4) alleging that their onetouch verio2 meter was reading inaccurately high compared to their feelings and/or normal readings. The following complaint was classified based on information obtained from the customer care advocate (cca) documentation. The patient alleged that the product issue began around 3 months prior to contacting lfs. The patient reported obtaining a blood glucose reading of 180mg/dl on the subject meter. Meter to feelings/normal results comparisons do not meet the criteria necessary for lfs to determine the possibility of inaccuracy. The patient manages their diabetes with self-adjusted insulin. The patient reported taking an unknown dose of humulin and eating "fish and salad." The patient reported developing symptoms of "dizzy, weakness and sweating" less than one hour later. The patient reported self-treating these symptoms with fruit and honey. Lfs could not fully troubleshoot the reported issue as the patient no longer had their test strips available. Replacement products were sent to the patient and the meter requested back for investigation. This complaint is being reported because the patient reportedly developed signs and/or symptoms suggestive of a serious injury adverse event and required self-treatment after administering insulin in response to an alleged high reading.